Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the grasper paddles broke off a fenestrated bipolar forceps instrument. All items were retrieved and no harm was done to the patient. The procedure was completed with no reported injury. Follow-up: on 11/4/2021, intuitive surgical inc. (Isi) contacted the site robotics coordinator and additional information was obtained: the fragment and the instrument has been returned back to isi. She was not able to answer any other questions asked.

Manufacturer narrative:
Isi received the fenestrated bipolar forceps instrument involved with this reported event. Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.192" x 0.563" was found to be broken off the yaw pulley the broken piece was returned. The root cause of broken instrument grips -tips is most commonly attributed to mishandling/misuse, such as excess force applied to the instrument jaws.